Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foot retraction problem was confirmed with the returned device analysis observation. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other incidents for foot retraction problem reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, after suture retrieval, the lever was returned to its original position to close the foot (park); however, the foot would not close. The nick and spread were minimally widened and the lever was opened and closed several times. Ultimately the foot closed and the device was able to be removed without any issues. A 6f sheath was placed to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.